Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient had a non-healing post-surgical incision wound and a long-standing history of infection following coronary artery bypass surgery. There was no additional adverse patient effects were reported. The s-ICD was explanted.